Manufacturer narrative:
Concomitant medical products: 4968-35 lead, implanted: (B)(6) 2004.

Event description:
It was reported that the right atrial (ra) lead exhibited unstable thresholds which included measurements above the normal range. The impedance had also been climbing and was now high. The lead was capped and replaced. No patient complications have been reported as a result of this event.